Event description:
Information received by medtronic indicated that the battery cap contact was detached and piece was kept back on it. No harm requiring medical intervention was reported. The troubleshooting was not performed. It was unknown that the customer will continue the device. The insulin pump will not be returned for analysis.